Manufacturer narrative:
Concomitant products: product ID 37746, serial # (B)(4), product type programmer, patient; product ID 3708340, serial # (B)(4), implanted: (B)(6) 2013, product type extension; product ID 3986a45, lot # n339811, implanted: (B)(6) 2013, product type lead; product ID 365538, lot # n380663, product type accessory. (B)(4).

Event description:
It was reported patient was involved in a car accident on the day of this reported and was now at the emergency room (ER) with shocking sensation. It was added that hcp was able to turn stimulation off while on the phone but patient was still feeling shocking sensation. It was noted that patient was having other pain but unclear if related to device or from the accident. Additional information received 7 days later from initial report, that patient had shocking /jolting sensation that went down the patient¿s right arm rather than the left arm where it was intended to be treating. It was added that patient was not having constant pain but it on and off. It was reported that the day of the initial report an x-ray was performed and appeared to have no changes since implant. It was added that device was checked a week after initial report by manufacturer and caller was not happy. Additional information received later it was reported that patient was involved in a motor vehicle accident (mva) on 9/2013 with no clear exact date. It was added that no surgical intervention occurred.